Event description:
Patient had bilateral ilasik on (B)(6) 2012. During the flap lift for the second eye; left eye (os), the flap tore vertically. Both sections were lifted and the ablation was completed. The flap was re-positioned and a bandage contact lens (bcl) placed os. Pre-op best corrected visual acuity (bcva) 20/40 right eye (od), 20/40+ os. Rxm -7.50 - 0.75 x 013 20/40 od, -7.50 - 0.75 x 001 20/30- os seen (B)(6) 2012, visual acuity sans corrected (vasc) od 20/25-3, os 20/40. Bcl removed. Patient states vision is good. Slit lamp exam (sle) notes flap in place both eyes (ou), faint scar at the spot of the vertical tear os.

Manufacturer narrative:
Evaluation: the equipment was not evaluated after the reported event which occurred on (B)(6) 2012, due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. At the time of the event, there is no indication that the equipment caused the injury. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.